Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 2201465: 84 items manufactured and released on (B)(6) 2022. Expiration date: 2027-04-19. No anomalies found related to the problem. To date, 37 items of the same lot have been sold with no similar reported case during the period of review. Additional device involved batch review performed on (B)(6) 2022. Reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot 2212972: 60 items manufactured and released on (B)(6) 2022. Expiration date: 2027-08-16. No anomalies found related to the problem. To date, 36 items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medacta medical affairs manager: revision 1 month after the primary surgery, the patient was revised because of a posterior shoulder dislocation. The surgeon successfully revised the glenosphere and the liner. The components remained intact and we cannot detect any hint of a defect that led to the problem. These events are normal originated by progression of disease to the soft tissues or insufficient re-establishment of soft tissue tension after the operation. No further conclusion can be drawn with the elements at hand.

Event description:
At about 1 month after the primary surgery, the patient was revised because of a posterior shoulder dislocation. The surgeon successfully revised the glenosphere and the liner.

Manufacturer narrative:
The information of the lot were updated, the information were received on 22 december 2022. Batch review performed on 20-dec-2022. Lot 2207932: (B)(4) items manufactured and released on 07-jun-2022. Expiration date: 2027-05-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Manufacturer narrative:
Visual inspection performed by r&d project manager: the articular surface of the glenosphere is partially dull, likely due to friction with the humeral implant after shoulder dislocation. The glenosphere screw does not present any signs of damage. The liner has few scratches, probably occurred during the revision surgery.